Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported feeling a jolt yesterday. Patient stated that the ins had been turned off for a procedure and when patient turned it back on it was so strong , it felt like a jolt. Patient stated that they had to turn off ins. Patient stated the were able to turn on ins and decreased to a comfortable level at 2.8v. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient noticed the jolt when the device was turned back on at 3.2 volts (v), so they decreased it to 2.8 v. They mentioned they were on medication, noted to be lactulose. They were going to make an appointment with their doctor and have a manufacturer representative (rep) present.